Manufacturer narrative:
Findings/action taken: could not confirm. Battery alarm after 45 minutes of power on. Pump not running, pump idle. Replaced battery. Checked charge volume - ok, 13.6 volts. Check voltages - ok. Follow-up report will be filed, if additional information becomes available.

Event description:
It was reported per field service report: patient involvement "yes." Symptom: alarm, but no message on display.